Event description:
From staff: 2 boston scientific captivator cold 10mm thin wire cold snare did not work properly after initial insertion into the scope. Both of them did not fully open the snare when engaged fully so we were unable to use them to remove a polyp.